Event description:
It was reported that during a gastric bypass procedure, the stapler fired one row of staples but did not cut and did not fire the other row of staples on the other side of blade. The second stapler would not fire at all, and locked down on tissue. Surgeon had to pull down on closing lever with hand.